Event description:
A complaint was received from a customer that reported an incomplete "hundreds unit" in the display. This was observed after the batteries were replaced. In addition, control testing was high and out of specification. The customer was using reagent lot number a2a05gm expiry a request was made to return the system for evaluation.